Event description:
It was reported that an unspecified number of bd safetyglide¿ needles experienced leakage. The following information was provided by the initial reporter: several medical assistants within our practice informed me of difficulty spurting liquid from the bevel of the needle during patient vaccine administration.

Manufacturer narrative:
Investigation summary: four hundred and thirty-seven samples were provided to our quality team for investigation. Fifty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. No leakage was observed. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.